Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The ball taper junction failed between the taper and the shoulder stem.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted device confirmed the reported disassociation. According to complaint information the failure occurred where the insert should have mated with the stem taper. There are no marks on the exterior taper of the insert to indicate that it was ever locked into a matching stem taper. Review of the device history records did not reveal any manufacturing deviations or anomalies. A provided image of an ap view of the left shoulder was examined and it appears that the ball taper was correctly inserted into the humeral head. However, it appears that the insert was not used and the ball taper was directly inserted into the stem taper. If a construct were implanted in this manner it would not likely stay locked, as these two tapers were not designed to mate. The root cause of the disassociation was improper mating of the ball taper to the distal stem. No evidence was found indicating product error was a contributing factor to the reported device disassociation and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.